Manufacturer narrative:
The reported event could be confirmed based on available medical record and health care expert¿s opinion. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed- ¿the tibial component shows some radiolucence, very little cavity around the pegs. There is no clear sign of loosening. Anteriorly, it looks as if a small portion of the tibial notch fractured (maybe during insertion, has consolidated). Therefore I cannot confirm loosening, no migration, periprosthetic fracture is possible. The pe cannot be assessed directly and there are no clear signs of loosening or breakage. The talar component shows some more radiolucence, some cysts, also some bone resorption anteriorly. There is direct contact to the cannulated locking screws provided to arthrodise the calcaneotalar joint. It looks as if the implant loosened, and subsided to the level of the screw tips, this would indicate migration.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cavities around the tibial component and cysts near talar component. Also, talar component migrated to the level of screw tips. If device is returned or any further information is provided, the investigation report will be reassessed. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.